Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient alleges she experienced redness, itching, and swelling in both eyes (ou) on (B)(6) 2018 while using the product and sought medical treatment at the emergency room on (B)(6). The patient was diagnosed with bilateral keratitis and was prescribed floxin, erythromycin ointment, and ketorolac ophthalmic. The patient was seen for follow-up care on (B)(6) with continued complaints of pain, burning, and itching. It is reported that the patient had superficial punctate keratitis in both eye and was diagnosed with iritis and bilateral dry eyes on (B)(6) and was prescribed pred forte and erythromycin ointment. As of (B)(6) the incident had fully resolved and the patient was instructed to resume contact lens use on (B)(6). This incident is being reported as it is unknown if the medical intervention and medications prescribed were required to prevent or preclude permanent impairment or damage.